Event description:
A 70 year old male underwent open heart surgery. A pledget fell off the suture while the suture was used to secure the placement of the artificial valve. The pledget was not retrived; the operating room staff were not sure if the pledget had been irrigated out during the retrieval attempts or was still left in the pt attempts. Examination of the suture line indicated no breakage. Postoperatively, no signs of embolism were noted.